Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Internet article reports that a patient presented with an infection approximately five weeks following an unspecified abdominal surgery. The patient was prescribed antibiotics and returned to surgery for device excision. Approximately six weeks later, a second surgery was needed to excise an infected granuloma containing suture. No further information was provided.